Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the insertion needle hub was separated from the sensor; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. This complaint is against the insertion device.

Event description:
The customer reported via phone call that the sensor did not penetrate his skin and was stuck in the serter. The customer was in the hospital. His blood glucose level was 540 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.